Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 25-sep-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She reported that on (B)(6) 2014 she had to be operated acute for left ovarian abscess; her left ovary has been removed. She reported the coils were still in fallopian tubes and she still has health complaints, she was very tired and then and condition is not on the same level as prior to sterilization. The consumer indicated that nobody was able to confirm a causal relation between essure and the abscess. She also mentioned that the sterilization with essure was not successful. She stated that the hospital has published about this as they could not explain this as well and that she was still checked by the hospital. She stated that she was in consultation with a dermatologist, will have a nickel allergy test in (B)(6). Product technical complaint (ptc) investigation and final assessment were received on 09-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred term:ovarian abscess. The analysis in the global safety database revealed (B)(4) case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abcess left ovaria. This event is serious due to its medical importance and listed in the reference safety information for essure. Pyosalpinx, also referred as tuboovarian abscess, is an inflammatory mass involving the fallopian tube, ovary, and, occasionally, other adjacent pelvic organs. These abscesses typically result from upper genital tract infection (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, consumer experienced this event about 1 month after essure insertion. She had to be operated and her left ovary was removed. Given pyosalpinx physiopathology and the close temporal relationship with essure insertion a causal relationship between this event and the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.